Manufacturer narrative:
(B)(4). Manufacturing investigation is underway. A follow up report will be filed upon completion of the investigation report. Internal control number: (B)(4).

Event description:
It was initially reported on (B)(6) 2013 by eye care professional that the patient had a lens that tore during wear and caused corneal erosion. According to the ophthalmologist, the patient can not wear contact lenses for four months. Additional information received on (B)(4) 2013 that the correct translation of the initial report is that the patient was informed by her eye care professional that she had an ulcer on the cornea. The optician spoke with the patient and requested their medical records from the hospital, the patient has not returned for further evaluation. No further information is available at this time.